Event description:
It was reported by the patient that the remote monitor was smoking "real bad." The monitor was returned and replaced. The patient additionally reported that there was no damage. No patient complications have been reported as a result of this event. (B)(4)- the patient stated the monitor was "smoking real bad." No damage reported by the patient.

Manufacturer narrative:
This event was assessed and is being processed as part of a retrospective review of events, which was in response to MDR criteria re visions and ongoing process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the monitor was smoking, it failed its functional check and it was noted that its printed circuit board assembly was out of specification electrically. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.